Event description:
As reported: "during a t2 tibial nail procedure and under ampliscopic control, the surgeon performed the bone perforation. The tip broke inside the bone. A second drill had to be used, which also broke within the bone. A third tip was used to complete the procedure. Within the patient's tibia, two tip fragments approximately 3-4 mm long remained."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Manufacturer narrative:
Please note the correction made to the d4 lot #: the reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "during a t2 tibal nail procedure and under ampliscopic control, the surgeon performed the bone perforation. The tip broke inside the bone. A second drill had to be used, which also broke within the bone. A third tip was used to complete the procedure. Within the patient's tibia, two tip fragments approximately 3-4 mm long remained.".